Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving a patient notifier for myopotential oversensing episodes. It was recommended to reproduce the signal with deep breathing, isometrics, and pocket manipulation exercises. Turning the low frequency attenuation filter was also recommended. The patient will continue to be followed.